Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The patient states the device would run for 5-10 minutes then a ventilator inoperative message would appear with a loud continuous alarm. The patient powered off the device to stop the alarm, but the issue persists after reboot. There was no harm or injury reported. The device will be forwarded to the product investigation lab (pil). Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported. The ventilator was returned to the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was confirmed. It was determined the device had multiple flash write failures which triggered the device to have max reboots, which in turn caused the ventilator inoperative condition to occur. The root cause is currently unknown at this time. There are investigations ongoing currently to determine the root cause.

Manufacturer narrative:
The bipap a40 pro model# eex3100s19 is substantially similar to the bipap a40 1111177 and will be reported in the united states under bipap a40 pro, 501k number: k121623.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The patient states the device would run for 5-10 minutes then a ventilator inoperative message would appear with a loud continuous alarm. The patient powered off the device to stop the alarm, but the issue persist after reboot. There was no harm or injury reported. The device will be forwarded to the product investigation lab (pil). Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.